Event description:
(B)(4) study. It was reported that device thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 22mm. Prior to the index procedure, aspirin was not administered and after the implant the patient was started on clopidogrel and aspirin. On (B)(6) 2018, the patient presented for 3 month follow-up. Transesophageal echocardiogram (tee) revealed thrombus on the atrial facing surface of the watchman device. The suspected cause of the event is possible non-adherence to antiplatelet therapy. There were no further patient complication reported.

Event description:
Asap-too study it was reported that device thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 22mm. Prior to the index procedure, aspirin was not administered and after the implant the patient was started on clopidogrel and aspirin. On (B)(6) 2018, the patient presented for 3 month follow-up. Transesophageal echocardiogram (tee) revealed thrombus on the atrial facing surface of the watchman device. The suspected cause of the event is possible non-adherence to antiplatelet therapy. There were no further patient complication reported. It was further reported that the patient was instructed to stop aspirin and clopidogrel and take dabgatran 110 mg twice a day.

Event description:
Asap-too study it was reported that device thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 22mm. Prior to the index procedure, aspirin was not administered and after the implant the patient was started on clopidogrel and aspirin. On (B)(6) 2018, the patient presented for 3 month follow-up. Transesophageal echocardiogram (tee) revealed thrombus on the atrial facing surface of the watchman device. The suspected cause of the event is possible non-adherence to antiplatelet therapy. There were no further patient complication reported. It was further reported that the patient was instructed to stop aspirin and clopidogrel and take dabgatran 110 mg twice a day. It was further reported that the event was considered resolved on (B)(6) 2019.